Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
The ICD was later removed and returned to the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage pre-approaching rrt at 2.758 v concomitant medical products: 407658 lead; 407652 lead, implanted (B)(6)2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not last as long as expected and was nearing recommended replacement time (rrt). The device remains in use. No patient complications have been reported as a result of this event.